Event description:
It was reported the customer received a button error alarm. Customer reported their buttons were unresponsive. The customer's blood glucose was unknown. The customer stated they may have exposed their insulin pump to moisture from sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad traces. No moisture damage on keypad traces. The insulin pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.